Event description:
It was reported that, "device is designed to grab a hold of the implant or trial, has two prongs on outside and black plastic part that goes up against the front of component or trial, is supposed to be able to move backward or forward, but it is stuck. Can tell by the pistons where it is no functioning."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.